Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the emergency room after three inappropriate shocks were delivered by the device. Upon interrogation it was determined that shocks were delivered because of over-sensing exhibited by the right ventricular lead. It appeared that the lead was over-sensing both p and t waves at times, and dislodgment was suspected. Tachycardia therapy was disabled and the patient was scheduled for lead replacement. The lead was explanted and replaced. Further information was requested but not received.